Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The insertion of the site was the abdomen. Infusion set was used for 6 hours. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 400 mg/dl at the time of the event. Patient first went to emergency room and later was hospitalized. Patient was admitted to intensive care unit. Patient was treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.